Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported that her son was removing his pump and it fell. Customer states the screen is no longer functioning. The customer's blood glucose at the time was 574mg/dl. The customer was assisted with troubleshooting for blank display. The customer was able to correct problem. Replacement battery cap will be sent out, nothing is being returned.